Event description:
It was reported that pump experienced recurring malfunction alarm, identified as malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump temporarily and planned to rely on alternate insulin method, if necessary, while technical support arranged replacement pump.